Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that prior to a breast biopsy procedure, a dry test was performed into the air the needle disconnected from the biopsy instrument, landing 3 meters away from the device. There was no pt involvement and there was no reported pt or user injury. Another device was used to complete the procedure.